Manufacturer narrative:
The reason for this revision surgery was the result of patient's worn poly cup after 11.8 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) trauma, (B)(4) infection, (B)(4) wear and (B)(4) revisions with un-specified reason, (B)(4) device cracked. This is the (B)(4) complaint against this lot number. The root cause for the wear was not reported. This event and revision surgery is the result of patient's worn poly cup; no other conditions relating to this event could be determined with confidence. Inventory containment is not required. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the modular all poly cup and stem were removed. No product or lot numbers were visible. A djo employee saw the original x-ray and determined that it was an older reverse shoulder prosthesis. The surgeon removed the stem and cup replacing them with a new monoblock stem. The poly cup was worn. On (B)(6) 2015 the dticket was located and the part and lot number were corrected.